Manufacturer narrative:
Initial surgery date was (B)(6) 2016. The rod broke unilaterally between l5 and s1, and was detected at the follow-up. The patient has a solid fusion. Revision is planed for (B)(6). (B)(4). Not explanted. Excemption e2017030.

Event description:
Initial surgery date was (B)(6) 2016. The rod broke unilaterally between l5 and s1, and was detected at the follow-up. The patient has a solid fusion. Revision is planed for (B)(6).